Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 5 minutes, he obtained blood glucose readings of 1.2 mmol/l and 7.2 mmol/l on the contour xt meter. The customer was feeling well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour xt meter and contour next test strips from lot#: 0cpeg10a for evaluation. However, only three test strips were returned by the customer. Therefore, the returned meter was tested with the returned test strips and in-house contour next test strips from lot#: 0cpeg10a using a blood sample, which gave a satisfactory performance. Based on the product information received for the test strips upon return, sections d1 (brand name), d2 (common name), d4 (lot# and expiration date), g1 (contact office - manufacturing site), h4 (device manufacture date), h5 (labeled for single use), and h6 (component code) were updated to reflect the test strip information.